Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the customer reported issue.

Event description:
It was reported that, during a power outage, the ventilator's battery was inoperable. As a result, the patient was removed from the ventilator. There was no harm to the patient.